Manufacturer narrative:
Additional information block b5 have been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockb3: the exact date of the event is unknown, it was noted that the event occurred around one year ago. The provided event date, 03/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/11/2025. Blockh6: imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported that a three patient who underwent spaceoar vue placement procedure, developed a rectal urethral fistula, it was stated that one of them required a colostomy bag, the other two patients' condition was unknown. This event captures the patient who had a colostomy bag. ***additional information received on april 14, 2025*** the patient's developed the fistulas around 12-18 months after the placement procedure.

Event description:
It was reported that a three patient who underwent spaceoar vue placement procedure, developed a rectal urethral fistula, it was stated that one of them required a colostomy bag, the other two patients' condition was unknown. This event captures the patient who had a colostomy bag.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockb3: the exact date of the event is unknown; it was noted that the event occurred around one year ago. The provided event date, 03/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/11/2025. Blockh6: imdrf patient code e2314 captures the reportable event of fistula.